Event description:
Procedure type: colectomy. According to the reporter: the surgeon was creating the anastomosis and the stapler stopped firing after an initial push. The stapler only fired approximately 1/10th of the way, went off track, and part of the staple cartridge broke apart in the patient's cavity. The piece was retrieved and the surgeon resected additional tissue with a new stapler to complete the case. Or time was delayed approximately 10 minutes. No bleeding occurred. Medical history could not be provided.